Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented in-clinic, interrogation revealed multiple noise reversion episodes. Impedance measurements could not be discovered while testing was performed in clinic. Merlin transmissions showed unsuccessful impedance measurements and noise reversion episodes began some time in (B)(6) after the one week post-op check. The hv vector was programmed and dft testing was performed.